Manufacturer narrative:
Literature citation: thomas s. Roukis et al. Incidence of complications during initial experience with revision of the agility and agility lp total ankle replacement systems a single surgeon's learning curve experience. Clin podiatr med surg. 2015. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported by roukis et al in "incidence of complications during initial experience with revision of the agility and agility lp total ankle replacement systems a single surgeon's learning curve experience" that 4 patients underwent revision surgery converting an agility or agility lp (depuy) device to inbone ii tar. During the revision surgeries, there were intraoperative fractures. One patient experienced non-healing incision with 2 degree bka. Another patient had persistent dorsal foot neuritic symptoms.